Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Rear caster fork is bent, causing caster to rub on the frame.